Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The tandem pump user guide instructs the user to remove any residual air from the cartridge with a filled syringe. The air occupying the space in the cartridge could be misread as units of insulin in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin and was filling the cartridge with an empty syringe. Tandem technical support educated the customer humalog insulin is indicated for use with tandem supplies for 2 days. There was no reported adverse impact to the customer¿s blood glucose level. The customer resumed insulin therapy.